Event description:
The customer reported that after pipetting an hbc plate on summit the technician observed that diluent was added to well a1 of the microwell plate, which is supposed to be empty. No error was generated. No death or serious injury was associated with this incident.